Event description:
The provider reported that the pins are bent on both weldments. Right side are damaged the worst, left side needs to be replaced. No patient injury reported, no additional information provided.